Event description:
The device is a pigtail stent that is made of metal with a very sturdy design to be in pts up to 12 months. On two occasions when the physician has gone into exchange the stents, while attempting to remove the stent from the ureter, the stent has perforated the ureter and could not be removed. He was able to do the repair at the time with no harm or trauma to the pt. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The devices involved in the complaint were not returned for eval; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. Due to a variety of conditions such as pt's anatomy and progression of disease state we cannot determine the cause of this complaint. The part # and lot # of the devices are unk, therefore, it is not possible to review the mfg records or to conduct a sample test. We can provide the following info relating to this complaint: while attempting to remove the stent from the ureter, the stent perforated the ureter and could not be removed. The device is a pigtail stent that is made of metal with a very sturdy design to be in pts for up to 12 months. The stents should be easily removed; however, on two occasions when the physician has gone into exchange the stents, while attempting to remove the stent from the ureter, the stent has perforated the ureter and could not be removed. He was able to do the repair at the time with no harm or trauma to the pt. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to these occurrences. The pts did not experience any adverse effects due to these observations. A caution on the instruction for use, IFU(B)(4), advises the following: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt. Informed consent should be obtained to maximize pt compliance with f/u procedures." Other cautions on the instructions for use for the resonance metallic ureteral stent set (IFU(B)(4)) include: "these stents are not intended as permanent indwelling devices." "The stent must not remain indwelling more than twelve (12) months. If the pt's status permits, the stent may be replaced with a new stent". It is not known how long the stents were in place. "Improper handling of the stent prior to insertion into the ureter may harm the functionality of the stent. Bending, stretching or any other type of improper handling may deform the stent. It is important that the stent is handled with care". "Individual variations of interaction between stents and the urinary system are unpredictable." "Use of this device should be based upon consideration of risk-benefit factors as they apply to your pt." These stents are not intended as permanent indwelling devices and must not remain indwelling for more than 12 months as outlined in the IFU(B)(4). A 2 year complaints history has been reviewed for this product family. The likelihood of this type of occurrence is rare. However, customer quality assurance will continue to monitor complaints of this nature for potential emerging trends. No corrective action is warranted at this time, however, customer quality assurance will continue to monitor for complaint trends. The info does not suggest that if it were to happen again, it would cause or contribute to death or serious injury. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt's anatomy or progression of disease state, cook (B)(4) could not reproduce the actual conditions of device usage.